Manufacturer narrative:
(B)(4). The lead was surgically abandoned and replaced. As the lead will not be returned for analysis, the clinical observations cannot be confirmed.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing lead impedance measurements greater than 2,000 ohms. Boston scientific technical services (ts) reviewed the trend and noted that rv pacing lead impedance had been stable in the 420 ohms. An electrogram (egm) showed rv loss of capture (loc). Additionally, noise and oversensing on the rv channel led to the inappropriate storage of non sustained ventricular tachycardia events. The rv lead also did not deliver required pacing. Subsequently, lead fracture located at the suture sleeve area was confirmed on an x-ray. An invasive procedure was performed in which the rv lead was surgically abandoned and was successfully replaced. No additional adverse patient effects were reported.